Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that the cause of the issue was a faulty system pcb assembly. After replacing the system pcb assembly, the device passed all functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.